Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows a green reload for echelon 45 device from top view and with the pan completely dislodged, pierced over the deck body, and a double driver was missing, however it can be observed loose in the channel of the deck based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. However, as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, when opening the ecr45g refill to place the stapler in the instrument, the instrument realized that the metal part of the load was out of place, trying to fit the metal part loosened, making it impossible to use the replaced load. It is unknown how procedure was completed. There was no patient consequence. .